Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The 90% stenotic de novo lesion was located in the non-tortuous and mildly calcified proximal circumflex artery. The lesion was predilated with an apex otw balloon catheter and a 2.0 x 20 mm maverick balloon catheter with six inflations at 18 to 25 atms. The physician advanced the 2.5 x 12 mm maverick2 balloon catheter to the lesion and on the first inflation, inflated the balloon to 12 atms for fifteen seconds and the balloon ruptured. The device was removed intact. There were no patient complications. The stenosis after dilation was 80%, therefore, the physician sent the pt to surgery. Pt condition post surgery is unk.

Manufacturer narrative:
Device evaluation: examination revealed several kinks along the entire length of the hypotube. This type of damage is consistent with excessive force having been applied to the device. Solidified contrast media was present inside the inflation lumen of the device. The device was attached to an encore inflation device and due to the presence of contrast media, it was not possible to inflate the device. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. A recommended size product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.